Manufacturer narrative:
Upon receipt, initial testing noted a system reset had occurred. Normal interrogation and telemetry was observed. A review of the device memory confirmed the system reset had occurred over one year ago either at or during the explant procedure. Technicians noted resets could occur during transit and exposure to cold or electrosurgical cautery. The device passed all manual electrical measurements and paced and sensed normally during testing. The pacemaker was then subjected to thorough testing, at which time, the pacemaker case was opened and the sensing amplitudes were tested and did not pass. It was noted that the resistor array had fallen off which could explain why the device did not pass this portion of the returned products test. Due to the damage that appears per memory to be post explant, the device would not pass automated testing, however passed all manual electrical measurements.

Event description:
Boston scientific crm received information that this device was explanted due to upgrade and returned with no field allegations. During initial testing, a system reset was identified.